Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call to ensure the customer's products are working as intended - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results obtained of 193, 221 and 195mg/dl. The expected fasting blood glucose test result range is 100-120mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification and it is stored in the kitchen. During the call, a back to back blood test was performed by the customer and produced test results of 290 ad 292mg/dl non-fasting using meter (using different vial of strips mv2877). The test strip lot manufacturer¿s expiration date is 10/31/2019 and open vial date is undisclosed. The meter memory was reviewed for previous test result history: (B)(6).